Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A retrospective review of journal articles from 1999 to 2010 was performed on (B)(6) 2010. During review, determination was made that details in the article may not have been reported for medwatch filing. Article: self and parental assessment after minimally invasive repair of pectus excavatum: lasting satisfaction after bar removal, by metzelder et al, in the annulas of thoracic surgery, 2007;83:1844-1849. The aim of this study was to demonstrate the effects of mirpe on psychosocial and physical well being after removal of the pectus bar. Forty-five patients who underwent (B)(6), a planned bar removal was performed between (B)(6) 2002 - (B)(6) 2006. Forty of the patients agreed to be part of the study. Two patients required revision of a subcutaneous hematoma. Refixation of a dislocated pectus bar stabilizer was required in 1 patient; removal of a stabilzer, which caused local discomfort, in another.